Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated device change-out procedure, externalized conductors were observed via fluoroscopy. The physician elected to explant and replace the lead. The procedure was performed without issues.

Manufacturer narrative:
Correction MDR required to correct serial number.

Manufacturer narrative:
External insulation abrasions were noted at 47.6-47.8 cm and 47.5 cm-48.1 cm from the connector pin, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 48.5-48.9 cm, 49.3-49.9 cm, and 55.5 -56.8 cm from the connector pin. The etfe coating was intact at these locations.